Event description:
The customer called to report that the insulin pump was squirting out insulin continuously as she was trying to prime. The customer inserted the infusion set and continued to prime. The customer received a large amount of insulin and the paramedics needed to be called. The customer's blood glucose reading went from 180 to 74 mg/dl during the phone call. The paramedics arrived during the phone call and the situation was explained to them. Advised the customer that the insulin pump would be replaced, due to the priming anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.